Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 240-700 mg/dl. Reportedly, customer changed the cartridge and delivered a correction bolus via the pump to address bg.